Manufacturer narrative:
Event summary: visual inspection of the balloon catheter showed that the shaft was kinked at 1 and 12/32 inches proximal from shaft tip. Smart chip verification showed that the catheter has been used for four injections. Catheter passed the performance test. Pressure sensor reading during applications did not show any increase that might suggest outer vacuum leak path. The catheter passed the inflation test. Inflation was sustained more than 120 sec. The catheter failed the deflection test. The deflection was out of plane due to the kink. The dissection and pressure tests did not show any blockage, leak or traces of liquid, blood inside the catheter and revealed a guide wire lumen kink at 3 inches from the end tip. The guide wire lumen kink coincides with shaft kink. In conclusion, the balloon catheter failed performance test due to shaft and guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.